Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780, (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; UDI: (B)(4); ubd: 2025-05-02, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient noted that the pump was moving around the pocket. There were no environmental factors provided that could have caused or contributed to the event. Diagnostics/troubleshooting performed included a pocket revision done which ended up being a pump segment/catheter revision. When the pump pocket was exposed, the hcp noticed that the catheter had snapped/broke right behind the catheter access port (cap) chamber. The patient stated that the pump had been moving for some time now. The catheter was also very twisted and tangled as well. The issue was resolved at the time of the report. The existing pump was currently in use with no changes, but the catheter was revised.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the broken catheter was partially removed. The catheter was removed on (B)(6) 2024 and the catheter was discarded.